Event description:
It was reported that during implant attempt, the lead had high impedances, low sensing, and it took 20+ rotations to extend the helix. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed. It was noted that the helix would not extend due to dried blood in the tip end of the distal conductor, preventing torque transfer when the is-1 pin was rotated. It cannot be determined if this contributed to the inability of the helix to function correctly at the implant attempt.